Event description:
It was reported that patient was transfer to the toilet by using sara flex device. When patient was lifted from the toilet, she suddenly fell forward and "turned white" and lost consciousness. The patient regained consciousness shortly afterwards. On the same day, the patient was admitted to (B)(6) hospital. As consequence of the event patient sustained knee and right shoulder fracture.